Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. Technical support found customer was performing test correct. Customer discovered unit had a leak during the test. Customer found it was necessary to clamp inside the unit at the top of the hole to pass the test.

Event description:
Customer contacted technical support (ts) asking how to perform the high pressure leak test. The customer reported there was no patient involvement. Event date not specified, estimate used.